Manufacturer narrative:
Available information indicates no device will be returned as the sample was disposed of by the user facility. Based on the available information and without the product being returned, we are unable to determine what may have caused the tip to have detached during the case. If additional event and/or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Disposed of by user facility.

Event description:
Information as reported to davol by the user facility: about five minutes after using a bard/davol simpulse suction irrigator during a total hip replacement procedure, the small green piece on the tip of the splash shield popped off. The piece did not have to be removed from the joint space, however, the surgeon decided to use a different tip to complete the case. There was no patient injury.